Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump alarmed no delivery. The customer's blood glucose level was 400 mg/dl at the time of the call. The caller sated they treated the customer's blood glucose level. The customer was advised to call back to troubleshoot the alarm once the customer is available.